Event description:
Information received indicates when pressing the knee function switch on the right side rail the bed will go into the trendelenburg position.

Manufacturer narrative:
The facilities maintenance found fluid ingress on the right ucm board. After the board was replaced the bed continued to malfunction. The facilities maintenance then found the head hi/low valve stem bent which was replaced to repair the bed.